Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) because the device was no longer working properly. Upon explant, it was noted that there was no fluid left in the system. There was fluid loss from a break in the tubing from a connection issue. There were no patient complications.